Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a procedure. During the procedure on the eighth run, the system was stalled and there was a degree of deceleration to maximum 7000 rpm. After that, device was retrieved, but the burr became stuck on the guidewire. Since only the catheter could not be retrieved, the catheter and the wire were removed together as one unit from the patient. Rotation was tried to perform outside the body, but the system stall continued. When wire was pulled forcibly, it was released from being stuck. When checked outside the body, there was no noticeable damaged found on the device. The procedure was completed successfully with this device. There were no patient complications reported.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a procedure. During the procedure on the eighth run, the system was stalled and there was a degree of deceleration to maximum 7000 rpm. After that, device was retrieved, but the burr became stuck on the guidewire. Since only the catheter could not be retrieved, the catheter and the wire were removed together as one unit from the patient. Rotation was tried to perform outside the body, but the system stall continued. When wire was pulled forcibly, it was released from being stuck. When checked outside the body, there was no noticeable damaged found on the device. The procedure was completed successfully with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro device. Microscopic examination revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. The functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.